Event description:
It was reported that a (B)(6) male ((B)(6)) underwent a cardiac ablation procedure with a (B)(6), bi-directional, d-f curve, c3, split handle and the patient suffered a cardiac tamponade requiring pericardiocentesis.cardiac tamponade was discovered post ablation. Pericardium drainage was performed and 800ml of liquid were evacuated. There is no further information about the hospitalization or patient status.attempts have been made to obtain clarification/additional information for this event. However, no further information has been made available.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Note: the ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to (B)(6) sf bi-directional navigation catheter approved under (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf bi-directional navigation catheter approved under p030031/s078. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a (B)(6) male (184cm, (B)(6)) underwent a cardiac ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle and the patient suffered a cardiac tamponade requiring pericardiocentesis. Cardiac tamponade was discovered post ablation. Pericardium drainage was performed and 800ml of liquid were evacuated. There is no further information about the hospitalization or patient status. Attempts have been made to obtain clarification/additional information for this event. However, no further information has been made available.